Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device will not be returned for evaluation; however, if there is any further relevant information received, a follow up medwatch report will be filed. Disposed.

Event description:
The tip curve was broken when the device was unpacked. It was reported that the device was not used in a patient, the incident occurred during prep outside the patient. The procedure was completed with another of the same device.

Manufacturer narrative:
Additional information received on march 23, 2016. Customer clarified that the complaint description of the guidewire being "broken" when the device was unpacked was actually a kink in the guidewire. Disposed.